Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware.